Event description:
It was reported that while preparing this cardiac resynchronization therapy defibrillator (crt-d) system for a magnetic resonance imaging (MRI) scan, a message was displayed indicating that the left ventricular (lv) lead impedance was out of range. Technical services (ts) reviewed troubleshooting options / possible causes, and further lead evaluation was needed. This lv lead remains in service. No adverse patient effects were reported. Additional information received reported that the physician elected to proceed with the magnetic resonance imaging (MRI) scan on the non-conditional cardiac resynchronization therapy defibrillator (crt-d) system, and the MRI scan was completed without issue. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troubleshooting and possible causes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing this cardiac resynchronization therapy defibrillator (crt-d) system for a magnetic resonance imaging (MRI) scan, a message was displayed indicating that the left ventricular (lv) lead impedance was out of range. Technical services (ts) reviewed troubleshooting options / possible causes, and further lead evaluation was needed. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troubleshooting and possible causes. If information is provided in the future, a supplemental report will be issued.